Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) device displayed a distorted screen when powered on and could not display information. After restarting and opening and closing the screen, it still did not work. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ impact codes). Additional information: event site state: 140, event site telephone: (B)(6). A getinge field service engineer(fse) evaluated the unit and resolved the issue by re-plugging the connection cable. All functions of the machine and the safety performance indicators set by the factory have passed, and it has been delivered for clinical use.

Event description:
N/a